Event description:
During index procedure the patient had 2 endeavor sprint rapid exchange drug-eluting stents implanted in the ramus intermedius. Approximately 5 months post index procedure, the patient was re-hospitalized and re-ptca was performed due to restenosis. The lesion was treated with ballooning. Treatment was successful. The investigator assessed that the reported event was definitely related to the study device. Approximately 18 months post index procedure the patient suffered a myocardial infarction (mi). Investigator has assessed that the event was not related to the study device. The next day the patient had a revascularization of the cx using a bare metal stent. Investigator has assessed that the event was not related to the study device.

Manufacturer narrative:
Evaluation results: inherent risk of procedure ¿ (myocardial infarction). Evaluation conclusions: inherent risk of procedure ¿ (myocardial infarction). (B)(4).